Event description:
Customer notified alma lasers inc. Of a patient's death which was likely caused by a blood clot. Customer informed alma lasers as the patient received an opus plasma treatment 4 days prior to passing.